Manufacturer narrative:
The quick-combo pacing/defibrillation adapter used during the reported event was returned to physio-control for evaluation. Resistors r1, r2 and r3 on the high voltage relay pcb assembly inside the adapter were observed to be burned and open. The root cause of the damaged resistors was not conclusively determined. The customer obtained a replacement adapter.

Event description:
A medwatch report was received with the following event description: pt arrived in ER, pale and diaphoretic. Pulse rate 40-50, blood pressure low, pulse dropped to 30, bp dropped to < 50. External pacemaker applied, failed to capture. Emergent right subclavian cordis placed without difficulty, then transvenous pacemaker inserted with restoration of pulse and blood pressure.